Event description:
Per the clinic, the patient experienced poor device performance from activation with no sound perception. It was also reported that the patient experienced non-auditory perception, including tinny vibrations and noises, as well as worsening balance when wearing the right sound processor. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.